Event description:
It was reported to the MFR as told by (B)(6) via the facility ((B)(6)), per facility the pin came out of their (B)(4). There was a resident injured. No return of device for MFR evaluation. Contacts were made to the facility ((B)(6)) on several occasions with no response.